Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, the insulin pump was received with intermittent act button response due to flattened dome switch. No unlocked j2/lcd keypad connector during visual inspection was noted. The insulin pump was received with no battery installed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the date of 04/18/2016 due to the insulin pump being received without a battery installed.

Event description:
It was reported that the customer passed away in a nursing home. The cause of death was cancer. The caller stated that the customer had colon cancer for ten years, and then it spread to her lungs; first to the left, then to the right. The caller stated that they did not know the customer's blood glucose at the time of death because they were unsure whether at the nursing home the customer's blood glucose was checked or not. The customer was not wearing the insulin pump at the time of death; it had been disconnected for six or seven days prior to passing, per the heath care provider's advice. The customer was using sensors but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. Please see section for analysis results.